Event description:
During a coronary artery drug eluting stenting treatment procedure eluting stenting treatment procedure, balloon removal difficulty occurred. The lesion was located in the distal right coronary artery. A pt graphix wire was used and a maverick2 balloon was used to predilate the leson. The taxus express2 drug eluting stent was placed and deployed. When the physican attempted to remove the stent delivery system, the balloon was stuck inside the stent. The balloon was eventually removed using unknown maneuvers. Pt status is reported to be satisfactory.